Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00024 on (B)(6) 2020. Additional information (01-june-2020): siemens is informed that the customer service engineer (cse) performed the instrument's service and noted the reagent lot and water source changed. The instrument's performance was verified, and the quality control (qc) results improved and within range. Siemens evaluated the event, and the cause of the free beta human chorionic gonadotropin (fbc) low qc results are unknown. Siemens cannot rule out pre-analytical factors or sample issues. The instrument was verified and operational post-service visit. No further evaluation of the device was required. Section e1 is updated to reflect the name and address of the customer.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that quality control (qc) results on the immulite 2000 xpi instrument remained low. The customer tried different reagent lots, and the issue remained. A customer service engineer (cse) was dispatched to the customer site, and siemens headquarter support center (hsc) provided troubleshooting instructions. The cse used naoh (sodium hydroxide) to decontaminate the substrate probe, probe wash bottle, water bottles, and replaced the carbon dioxide (co2) scrubber, probes, and inline filter. The alignments of the dual resolution dilutor (drd), reagent and sample valve, tube lifter, and probe positions were verified. A water test was performed, and no issue was noted. The free beta human chorionic gonadotropin (fbc) was readjusted, and qc is under evaluation. Siemens is investigating.

Event description:
The customer informed that free beta human chorionic gonadotropin (fbc) quality controls were low and outside the manufacturing ranges. The customer did not have an alternate method, and backup testing was not available, causing a delay in reporting free beta hcg results. There are no known reports of adverse health consequences due to the delay in reporting results.